Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the patient board caused the no image issue; a worn-out video connector latch caused a poor connection with the pigtails. The main switch was old and needed replacement and the software was updated from 1.06 to version 4.10. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during preparation for use, image wasn¿t showing up on screen on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to a faulty patient board set. Olympus will continue to monitor field performance for this device.